Manufacturer narrative:
(B)(4). Initial reporter email address (B)(6).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) a3 gender - correction b5 describe event or problem - additional information d9 device returned to MFR - additional information d9 date device returned - additional information g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - correction/additional information/device evaluation h3a device evaluated by mfg - additional information h3b evaluation included - additional information h6 codes: type of investigation - additional information h6 codes: investigation findings - additional information h10 corrected data

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined.